Event description:
It was reported that the battery life alarm was faulty. Device evaluation revealed the pump alarmed error code 46446, indicating a general failure. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
E1: phone number extension (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the pump alarmed error code 46446. The exact cause of the reported issue was not determined. However, as there was also downstream occlusion alarms found in the event history, the main board and downstream occlusion sensor were both replaced. The device passed all testing following repairs.